Event description:
An endurant stent graft limb was implanted in a patient for the endovascular treatment of a ruptured left iliac artery aneurysm. No other stent grafts were implanted. It was reported that the patient presented approximately 3 weeks post-implant with complaints of leg and foot pain related to limb ischemia. The endurant limb was found to be kinked and occluded. This was corrected with an endovascular revision by ballooning, performing a thrombectomy, and placing a stent. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Conclusions: off-label use (treating an iliac aneurysm; implanting limb without a main body stent graft; pre-implant rupture).